Event description:
During a persistent atrial fibrillation ablation procedure, a farawave catheter and inquire guidewire were selected for use. During pre-insertion preparation of the farawave catheter, resistance was noted when attempting to move the guidewire within the catheter lumen, specifically near the slider area. Despite this resistance, the physician elected to proceed with the procedure. The physician's standard workflow is left superior pulmonary vein (lspv), followed by left inferior pulmonary vein (lipv), then right inferior pulmonary vein (ripv), and finally right superior pulmonary vein (rspv). However, during manipulation, the catheter unexpectedly moved from the lspv to the rspv. After ablation of both the lspv and rspv, the difficulty manipulating the guidewire persisted. The guidewire did not move freely and eventually became stuck, even after flushing and straightening the system. The physician attempted to use a second guidewire, but the same resistance occurred, with the wire moving only minimally. Then, the physician discontinued use of the initial farawave catheter. A new farawave catheter was opened, and the same guidewire was used without issue. The remainder of the procedure was completed successfully. No patient complication occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a difficult to load wire, difficult to position, and guidewire stuck. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: boston scientific has made attempts to retrieve the farawave device however no further movement on device return was noted; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of 'difficult to load wire, difficult to position, and guidewire stuck' are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.